Manufacturer narrative:
The insulin pump passed the displacement test. The reservoir compartment was inspected and no anomaly was noted. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump has a reservoir compartment anomaly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.